Manufacturer narrative:
Concomitant medical products: therapy date, unknown. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the needle-free luer lock connector leaked at the tip of the syringe, not where the connector attaches to the syringe. It was further reported this occurred four or more times. This occurred during the making of chemotherapy on more than one unspecified drug. The event occurred in the pharmacy department under the protective hood. It was reported also, that there was no serious injury associated with this event.